Event description:
The report received from the affiliate indicated that during an emergent interventional procedure due to an acute myocardial infarction (ami), after pre-dilation the cypher 3.0x23 mm stent would not cross the mid left anterior descending (lad) lesion. The lesion was reported to be: de novo, heavily calcified, moderately tortuous, and a 99% stenosis. The lesion was pre-dilated again using a speeder 1.5 mm balloon and an avita 2.5 x 20 mm balloon. It was reported that the avita balloon also did not cross the lesion initially. The cypher 3.0 x 33mm stent then crossed the lesion successfully using a buddy wire technique but the stent delivery sys (sds) balloon would not inflate. The sds was removed from the pt and inspected. After removal, the physician applied pressure to the balloon and a balloon rupture was confirmed. A duraflex 3.0 x 18 mm bare metal stent (bms) was implanted successfully to treat the lesion/pt. There was no reported pt injury. The physician's comment was that he had difficulty delivery the cypher stent due to the severe calcification of the target lesion. It is possible that the (sds) balloon might have ruptured during the delivery of the stent due to the heavy calcification.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.